Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend of the rv pacing lead was variable. Concomitant product(s): d314trg ICD, implanted: (B)(6)2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had varying and high impedance. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the revision procedure, ¿venoplasty was performed to open the vein to insert a new lead.¿ the patient¿s blood pressure dropped and a pericardial window procedure was performed. The patient was taken to surgery to repair an acute rupture of the superior vena cava. Approximately two weeks later the rv lead was capped and a previously inactivated pacing/sensing lead was uncapped and placed into use. No further patient complications have been reported as a result of this event.